Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats lobectomy. According to reporter: instrument could be fired at the lung parenchyma without problems. But then the carriage/slide could not be removed. Instrument got stuck. The procedure was converted from vats to open surgery, and add'l tissue had to be removed to set the instrument free (unanticipated tissue loss). Add'l staplers were used to complete the procedure. Surgery time was extended by a minimum of 1.5 hrs. No reinforcement material was used in conjunction with the stapling device. No complications were reported related to the extension of the surgery time.